Manufacturer narrative:
Evaluation, results: inherent risk of procedure (deployment failure), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the physician is experienced with the endurant device; however, was unable to deploy the stent graft. The delivery system was in situ in the patient; however was unable to deploy. The delivery system was removed from the patient and a new device was implanted successfully. The device was discarded. No clinical sequelae were reported, and the patient is fine.